Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device code (B)(4).

Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with a proglide device. Reportedly, a cuff miss [suture retrieval issue] occurred and the device became entrapped in the vessel resulting in the physician applying force to remove. Due to the force applied, a guide break occurred. The distal guide remained in the vessel and required surgical intervention to remove it. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation and needle to cuff miss were confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the physician applied force to remove the device. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.